Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose (B)(6) 2022 on with blood glucose of 20 mg/dl. The customer's current blood glucose is 157 mg/dl. Customer also reported other blood glucose level such as 70 mg/dl, 33 mg/dl to 36 mg/dl . Customer treated low blood glucose with intravenous drip. The customer did experience symptoms such as anxiety, mental confusion, weakness, fatigue as a result of low blood glucose. Auto mode feature was inactive at the time of incident. Customer alleged over delivery. Customer had been using the insulin pump system within 48 hours of reported low bg event. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. The customer was hospitalized for alleged low bg's on may 01, 2022. The customer alleged possible over delivery anomaly. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0865 inches. No over delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see the boluses delivered listed in the formatted history file on the event date. 05/01/2022 00:34:58.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.2 bolus amount delivered = 1.2 05/01/2022 07:28:10.000. Normal bolus delivered bolus programming method = bolus wizard. Normal bolus amount programmed = 2.3. Bolus amount delivered = 2.3 05/01/2022 08:20:58.000 normal bolus delivered. Bolus programming method = bolus wizard normal bolus amount programmed = 4.2. Bolus amount delivered = 4.2 05/01/2022 11:51:26.000 normal bolus delivered. Bolus programming method = bolus wizard normal bolus amount programmed = 5.5. Bolus amount delivered = 5.5 05/01/2022 18:45:38.000 normal bolus delivered. Bolus programming method = bolus wizard normal bolus amount programmed = 1.4. Bolus amount delivered = 1.4 5/01/2022 19:08:58.000 normal bolus delivered. Bolus programming method = bolus wizard normal bolus amount programmed = 1. Bolus amount delivered = 1 05/01/2022 19:53:54.000 normal bolus delivered. Bolus programming method = bolus wizard normal bolus amount programmed = 0.4. Bolus amount delivered = 0.4. Device passed the functional testing. Unable to confirm alleged low bg's. Possible over delivery anomaly was not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.